Event description:
Information was received indicating that this ventilator failed on a patient and stopped cycling during use. There was no evidence that medical intervention was required. No adverse patient effects were reported.

Manufacturer narrative:
One pneupac¿ pneupac® ventipac¿ medical ventilator was returned for analysis. The customer's reported problem was "failed on a patient, stopped cycling during use". Visual inspection found the pump to be in good condition with a cracked front housing. Performed initial test run over a period of three days at 6 hours per day, varying the settings and occasionally turning device off and on. The device functioned as intended and continually cycled through testing. Disassembled device and inspected internal components. The ceramic material on the piezo sensor was beginning to corrode and was replaced. Corrosion was also found on the battery holder. However, these issues were not related to the complaint. Customer's reported problem was not confirmed.